Event description:
(B)(4) registry. It was reported that second degree atrioventricular block occurred with residual effects. In (B)(6) 2019, the subject was presented with myocardial infarction (mi) and was referred for cardiac catheterization. The target lesion was located in the distal right coronary artery (rca) with 100% stenosis and was 28 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of 2.75 mm x 32 mm promus premier stents system. Followed post-dilatation, the residual stenosis was 10%. Thirteen days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject was diagnosed with second degree atrioventricular block and was hospitalized for further evaluation and treatment. At the time of event, the subject was on aspirin and clopidogrel. Medication was given to treat the event. Six days later, the event was considered to be recovered/resolved with sequelae and the subject was discharged.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).